Event description:
During hysteroscopy procedure, dr was using a novasure instrument. When finished, the instrument needed to be closed to be removed from the patient. It jammed and did not close all the way. No harm reached patient, per dr. The incident was reported to the gynecology service coordinator. She collected device and stated that she was going to send it back to the company for inspection. Manufacturer response for device, thermal ablation, endometrial, novasure (per site reporter). Department staff notified the manufacturer directly and returned the disposable. The exact date is unknown, and we are waiting for more details regarding manufacturer feedback.